Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Visual inspection revealed a flow valve that needed to be cleaned and recalibrated due to low flow output. Ap transducer needed to be recalibrated as well. The service technician performed recalibration and cleaned flow valve. The reported issue was resolved and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1000 was delivering less flow than what was set. The ventilator was connected to a patient at time of reported event. The customer confirmed there was no patient harm associated with the reported malfunction.